Event description:
It was reported that the tubing leaked at the filter during initial priming. The event occurred at the systemic therapy unit. It was initially reported that there was no patient involvement associated with this event.

Manufacturer narrative:
The customer¿s report of the tubing leaked at the filter during initial priming was confirmed and replicated on extension set model 10013902. The suspect set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection underneath a microscope observed that the set¿s micron filter had a crack on the filter¿s bottom housing towards its edge near the input and output port spigots. No tool or stress marks were observed on the filter component. No other abnormalities were observed on the set during visual inspection. Functional testing was performed and drops of water were observed to be leaking out of the location of the crack on the filter¿s bottom housing. The root cause of the crack was not definitely determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing leaked at the filter during initial priming. The event occurred at systemic therapy unit. There was no patient involvement.